Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed co2 sensor accuracy test. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed co2 sensor accuracy test. No patient involvement.

Event description:
The customer reported the device failed co2 sensor accuracy test. No patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 08/28/2012 to present date 01/15/2021, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced oridion pcb for error 570.6200 resulted in failed co2 sensor accuracy test. Replaced contaminated left iui and broken right iui. Replaced worn etco2 door for it get stuck. A review of the device history record for (B)(6) was performed from date of manufacture 08/28/2012 to present date 01/15/2021, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion board - communication failure. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's.

Event description:
The customer reported the device failed co2 sensor accuracy test. No patient involvement.